Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent delivery system. The stent became dislodged in the aorta during withdrawal and remains there. No attempts at retrieval were made. Pt status is listed as "okay".